Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.

Event description:
It was reported that when the stylet and protective sheath was removed from the 2.25x12 mm xience xpredition, the stent implant dislodged and remained in the protective sheath; however, this was not observed until the stent delivery system was advanced to the lesion and inflated for stent deployment. On angiography, it was observed that there was no stent in the lesion. After checking to ensure the stent implant was not in the patient somewhere, the back table was checked and the stent implant was found in the protective sheath. Another 2.25x12 mm xience xpedition was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.